Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 40-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The physician decided on escalation of care and the cp was removed and an impella 5.5 was inserted. The patient developed a hematoma at their impella access site. A wound vac was utilized to treat the condition and support continued with the implanted pump.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. As per clinical review, patient had hematoma at insertion site, later resolved with intervention of wound vac in place. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.